Event description:
It was reported that the right atrial (ra) lead had high thresholds with inconsistent capture and p-wave undersensing. The lead was evaluated and the physician elected to leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.